Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) lead high pacing thresholds. A decrease in the impedance measurements was noted when a left ventricular assist device was implanted. The ra lead remains in service. The representative had no additional information. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) lead high pacing thresholds. A decrease in the impedance measurements was noted when a left ventricular assist device was implanted. The ra lead remains in service. The representative had no additional information. No adverse patient effects were reported. Additional information was received, and this ICD was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.<analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.